Manufacturer narrative:
Patient city: (B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occured in the united states. On 28-jul-2024, it was reported that the patient was hospitalized due to high blood glucose. Patient's blood glucose at the time of issue was 453 mg/dl. Patient had ketones. Patient was hospitalized for 2 days. No further information available.